Manufacturer narrative:
UDI reference number: (B)(4). The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant imagery of the event was provided. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per report, patient factors (high calcified stj) and procedure factors (valve oversizing) likely contributed the balloon burst. The cause of the withdrawal difficulties and subsequent distal tip separation was also attributed to patient factors (calcification at the external iliac) and procedural factors (excessive force used when removing the balloon). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure, the delivery system balloon ruptured during valve deployment on a calcified stj.  When removing delivery system, the balloon would not enter the esheath.  An attempt was made to remove both the esheath and the delivery system as a unit. The balloon, however, became stuck on an eccentric piece of calcium in the external iliac.  During repeated attempts to remove the delivery system, the nose cone and part of the balloon tore away from the delivery system.  The nose cone and section of the balloon were removed surgically. Additional information provided indicated the balloon was fully inflated when it burst.  The valve was able to be successfully deployed.  The patient had moderate stj calcification and mild leaflet calcification.  Bav was not performed prior to valve deployment.  No extra volume was added to the balloon prior to the inflation.  The balloon was getting caught at the proximal end of the balloon.  The operator had coaxial alignment of the delivery system upon reentry into the distal end of the sheath.  There was no reported crossing difficulty.  There was no retained volume in the balloon upon removal.  The operator waited 2 minutes between deflation and withdrawal of the delivery system.  The patient is noted to have been discharged in stable condition.